Event description:
It was reported that prior to starting a da vinci surgical procedure, wires were coming out at the end of the mega suturecut needle driver instrument. There was no allegation of harm or injury to the patient and nothing reportedly fell into the patient, as the device was not used on the patient.

Manufacturer narrative:
The mega suturecut needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's one grip close cable to be broken at the distal idlers. The cable segment was sticking out at the instrument's wrist approximately .432. The other cables at the wrist were not damaged. Failure analysis investigation also found mechanical indentations on both of the distal pulleys of the instrument. No other damage was found. Failure analysis concluded that the pulley indentations may have been due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the damage to the grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur.